Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, with readings not exceeding 500 mg/dl. To address the issue, the customer changed the infusion set and cartridge and then resumed insulin.